Manufacturer narrative:
The returned device was evaluated and the device was received fully deployed. The download data shows that the device completed both the first and second priming sequences with no timeouts or drive stalls before being deactivated. No damages or defects were found that would result in the needle deploying late. During the investigation the needle mechanism was reset to the not deployed position, and the device functioned properly during manual deployment.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient activated a pod the cannula had not deployed. Once the pod was removed from the infusion site the cannula had deployed late after an hour. The pod was not worn. As treatment, the patient applied a new pod.